Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the pump keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the ok button, up arrow button and down arrow button were unresponsive. The keypad cover was removed; no contamination was found under the keypad contacts. Moisture damage was found in the pump, causing the keypad button issue. Unrelated to the initial complaint, evidence of moisture was found in the battery compartment. The vibration motor was unresponsive due to the moisture damage found in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.